Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged that his machine has catch on fire and it was blowing smoke while he was sleeping. The user said that the heater plate or the humidifier got very hot causing it to burn. The user mentioned that there are carbon residue present on the heater plate after the incidence. The patient is complaining of an extremely dry throat. The patient has previously alleged that device is giving burning smell and is smoking. The device/power cord or supply melted. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.